Manufacturer narrative:
(B)(4).

Event description:
During a procedure a snare became imbedded in tissue of stomach and was unable to be pulled out. Patient was then taken to surgery room to retrieve snare.